Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in an acutely angled and calcified left circumflex artery (lcx). Following predilation with a 2.0x8mm balloon catheter, a 2.50 x 12 synergy ii stent was advanced but failed to cross the lesion. The stent was removed and additional dilatation was performed with a 2.5x8mm non-compliant balloon catheter at 14 atmospheres. The 2.50 x 12 synergy ii stent was re-advanced but the stent became stuck in the index lesion. An attempt was made to remove the stent; however, the stent embolized off of the stent delivery system (sds). The wire was left in place and a 2.0mm balloon catheter was then advanced to extend the stent in the location where it lodged in. A series of larger balloons were advanced to gradually extend the stent up into place and embed the stent on the artery wall. A non-bsc guide extension catheter was advanced and another 2.50 x 12 synergy ii stent was implanted distal to the previously implanted stent. Both stents were successfully post-dilated with a 3.0mm non-compliant balloon catheter and the procedure was completed. No patient complications were reported and the patient was doing well.